Manufacturer narrative:
Product event summary: it was reported that the shoulder pack¿s buckle was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. The reported event could not be confirmed as the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged shoulder pack buckles can be attributed, but not limited, to material deterioration and/or due to the handling of the pack. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack strap buckle was broken. The shoulder pack was replaced. No patient complications have been reported as a result of this event.